Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty charged coupled device unit (ccd) was discovered and caused the reported failure to occur. Additionally, the unit failed the water leak test at the video plug connector site. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus camera head was giving a very glitchy and dark image during a diagnostic rigid sinuscopy procedure. According to the initial reporter, there were no error codes present during the event. The procedure was completed using another device without any delays or reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation probable cause of the image irregularity was attributed to failure of ccd (charge-coupled device). However, the cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.